Manufacturer narrative:
H6: investigation: photos received for investigation, upon inspection empty package and missing label is observed. A device history review was performed for lot 0253559, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause for empty package is associated with the vision system, for missing label is associated with the vision system. Corrective action for package empty, a new line clearance was generated to review the bench when there is a minor or major intervention to verify that there are no empty pieces, the batch reported in this claim was manufactured prior to the implementation of this activity. Corrective action for missing label include placing a vision sensor in the line.

Event description:
It was reported that 2 bd plastipak¿ syringe packaging units were missing their label information. The following information was provided by the initial reporter, translated from spanish to english: "they reported to me in the warehouse that 2 packages of syringes came out without the material inside and in another 2 the information on the material in the attached photo package did not come."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ syringe packaging units were missing their label information. The following information was provided by the initial reporter, translated from spanish to english: "they reported to me in the warehouse that 2 packages of syringes came out without the material inside and in another 2 the information on the material in the attached photo package did not come."